Manufacturer narrative:
Evaluation of the returned device has been completed and the clinical observation was confirmed. The device was returned without implant coil; therefore, any contributing factors from these could not be assessed. As received the pushwire was found broken into two segments from the proximal end but retained together by the release wire. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation, the release wire was intentionally pulled out from the distal pushwire segment from the broken location. All other subassemblies appeared to be normal and no other anomalies were observed. It was not possible to definitively determine the cause of premature-detachment. However, it is possible that the pushwire was severely bent, causing the release wire to pull back, leading to the detachment of the implant coil. Subsequently, the bent pushwire may have become broken and the release wire pulled back during return to medtronic for evaluation as customer reported only a bent pushwire. All parts of the pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil prematurely detached in microcatheter. It was re ported that during advancing the coil in the catheter the pushwire bent and coil pre-detached in the catheter. No patient injury was reported.